Event description:
The hub was noted to be cracked when removed from package. There is no additional procedural or patient information available. The product was not clinically used. The product will be returned to cordis for evaluation.